Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on their back and bruising under left breast from the lifevest equipment. Patient describes rash as red, itchy, with bumps, but no opened wounds, or sores. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone acetonide ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
Per additional information: a us distributor contacted zoll to report that a patient developed an itchy rash on their back and bruising under their breasts from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve. A us distributor contacted zoll to report that a patient developed a rash on their back and bruising under left breast from the lifevest equipment. Patient describes rash as red, itchy, with bumps, but no opened wounds, or sores. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone acetonide ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.